Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay patient contacted lifescan (lfs) on august 3, 2007 alleging that her one touch ultra meter displayed the error 2 message. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said, she began receiving error 2 on the reported meter in the morning of 2007. She was not able to get a reading on the lfs meter the next day. She took 15 units of 75/25 insulin. Afterward, she felt gittery and like she would pass out. She was unable to obtain a reading on the reported meter while symptomatic. She treated herself by eating food. The cca was unable to resolve the error 2 issue with troubleshooting. The patient's products were replaced. The complaint is reported, because the patient alleges she was unable to obtain a reading on the lfs products. Afterward, she stated she took insulin and experienced symptoms that suggested hypoglycemia and treated herself with food.